Event description:
It was reported that this burr hole cover kit packaging was noted not to be sealed. Because the sterility of the product was in question, this product was not used and was planned to be returned for analysis. No patient involvement was reported.

Manufacturer narrative:
This emdr was submitted as the regulatory assessment decision for this complaint was corrected due to a remediation effort associated with (B)(4). Block d2b additional pro codes: nhl, pjs.